Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been frustrated since they had got the ins. It worked fine in the beginning, but in the last 4-6 weeks they would try to charge the ins but got messages. The controller would tell them to reposition the recharger and try again.  They got a no device found screen. They would try to reposition but that screen kept coming up. After a couple of times they would lay still/not move and the screen would automatically switch back to excellent connection. When they pressed the top white button on the controller and hit the stim on button, it brought them to the home screen of the controller, but stim did not actually turn on. Group a was blank so they pressed it and clicked ok, but stim still would not turn on. They would exit and go back in again maybe 1-2 times before they could get the stim to turn on again. When getting ready to turn the device on after it had been off, they had trouble getting the controller to find the ins when they held it in from of their abdomen. They had to bring it closer to their ins which is in their right buttocks. They were not sure if the issues that they had been having with the device were because of unrelated medical procedures or the equipment, because they did not start having the issues until after the issue that they were in the ER/hospital for an unrelated event. No symptoms were reported.